Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia, while dissecting of working space, the balloon did not inflate. They used another device plus of the same batch to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of five photographs of a device. The visual inspection noted. The first photo depicts the device on a green tray bloodied and not inflated. The second photo depicts the device on a green tray bloodied and not inflated. The third photo depicts the device on a green tray bloodied and not inflated. The fourth photo depicts the device on a green tray bloodied and not inflated. The fifth photo depicts the device on a green tray bloodied and not inflated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.